Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having issues with sensor. The customer received a threshold suspend and his insulin pump indicated sensor glucose was 56mg/dl and finger stick was 128mg/dl. Customer stated he removed sensor from body and the cannula was bent. Advised to change the sensor and monitor the site. The customer declined to troubleshoot for sensor glucose versus blood glucose. Advised customer the sensor will be replaced. The customer's blood glucose was 128mg/dl.

Manufacturer narrative:
Reliability analysis inspected one partial random opened/used enlite sensor. Performed continuity resistance test, and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings. Unable to confirm the adhesive anomaly due to the sensor returned opened/used. Also found 1 of 2 sensors with needle bent inside the needle housing. One remaining sensor is missing the needle. Unable to confirm that the customer received the sensor in said condition due to the customer returned the sensor opened/used.